Event description:
A report was received that during a lead revision due to inadequate stimulation, the physician discovered that one contact was dislodged from the paddle lead. The physician reported that the contact was still attached but was no longer flush with the face of the paddle. The physician was offered a new paddle lead, but elected to push the contact back into place. The impedances were normal, so the physician elected to leave the paddle implanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.